Event description:
New information received notes that physician suspected right ventricular lead fracture. A chest x-ray was unremarkable. No further interventions were reported. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up with the right ventricular lead exhibiting elevated capture threshold and pacing impedance measurements. No interventions were reported, as the physician elected to monitor. There were no patient consequences.